Event description:
On july 7, 2008, a patient contacted lifescan (lfs) alleging that an onetouch ultra2 meter would not power on. The medical affairs specialist (mas) was able to contact the patient to obtain additional information. The patient normally tests her blood glucose three times a day and manages her diabetes with pills and insulin taken on a sliding scale. On the morning of the previous month, the patient claimed that her meter would not power on. As a result of the reported meter issue. The patient reportedly continued taking her usual dose of diabetes pills and adjusted her insulin based on how she felt. Approximately a day or two after the alleged issue, the patient claimed that she developed symptoms of "frequent urination, tired and fatigue" and reportedly did not seek any medical interventions. The patient mentioned to the mas that she performed self-treatment by cutting down food consumptions and continued taking her usual diabetes medications then reportedly felt well within a few hours. The conditions of the batteries were good and were properly installed. The correct test strips were used and the batteries were replaced according to the owner's manual. The meter would not power on when the power button was pressed or when the test strip was inserted all the way into the test strip port. The patient's products are being replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.